Event description:
It was reported that unit stopped during compression on pt. Customer indicated that all their batteries have recently been replaced and the battery charger was recently repaired. Customer also stated that they have discontinued using the systems and would like to know why the systems are failing every time they are used. Two systems were returned. System serial numbers are (B)(4). This report pertains to the system identified with serial# (B)(4). Report # 3003793491-2012-00236 is prepared for the system identified with serial# (B)(4). A battery identified with serial# (B)(4) was also returned, report# 3003793491-2012-00239 is prepared for this battery.

Manufacturer narrative:
Reported problem of "the unit stopped during compression" was not confirmed. The board passed the functional test. However, the front enclosure was damaged. Furthermore, archive file had generated user advisory (ua) 2 (compression tracking error). This error is logged when a light object/pt is placed on the board. Preventive maintenance was performed on the board. The board passed final test. The experienced event is attributed to the way in which the customer maintains the batteries. Battery maintenance, as stated in section 5, is discussed in report # 3003793491-2012-00239. No info about pt condition was provided.